Manufacturer narrative:
(B)(4). The reported complaint that the "balloon was damaged and ruptured" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the catheter was entering the body. The balloon was damaged and ruptured, balloon cannot be delivered to the aorta". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the catheter was entering the body. The balloon was damaged and ruptured, balloon cannot be delivered to the aorta". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the catheter was entering the body. The balloon was damaged and ruptured, balloon cannot be delivered to the aorta". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".